Manufacturer narrative:
(B)(6) 2016 at 4:00pm est - according to the consumer, she stated, "...she did 'feel low' around that time she placed the call to customer care...." During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # 1020814091 expiration date: 04/30/2016 - expired opened greater than 6 months. Control solution lot # 1030312017 expired 2/28//2013. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation. Originally submitted to the FDA (B)(6) 2016 - failed; resubmitted to the FDA (B)(6) 2016.

Event description:
Bg= blood glucose. Consumer called onto customer care reporting high bg results. Bg results pulled directly from the meter: (B)(6) 2016 @6:00 am bg 374 mg/dl (fasting); @12:12 pm bg 493 mg/dl; @2:00 pm bg 351 mg/dl. Consumer did receive unk amount of insulin via her pump based on the results in question.

Manufacturer narrative:
**This supplemental report was initially submitted february 04, 2016 under 3004193489-2015-00009-1 in error. The correct manufacturer report number is: 3004193489-2016-000091.** some of the codes submitted under the incorrect manufacturer report number are no longer available. This report contains updated codes. The consumer's complaint ios confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips, as evidenced by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. Analysis of the returned glucose monitor supports that there was no failure to the nova max link. The meter met all test specifications. DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program